Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that during patient transport the rotaflow drive fell into feces, causing liquid to seep into the rotaflow drive and triggering the error message ¿head error¿. The device was replaced with another device without consequences for the patient. However, the error message disappeared after drying the device. No harm to any person has been reported. Due to the exchange of the device during transport of a patient a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during patient transport the rotaflow drive fell into feces, causing liquid to seep into the rotaflow drive and triggering the error message ¿head error¿. The rotaflow drive was replaced with another one without consequences for the patient. However, the error message disappeared after drying the rotaflow drive. No harm to any person has been reported. Due to the exchange of the device during transport of a patient a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2026-02-12 the rotaflow drive is back in use. No service order will be provided by getinge. The rotaflow drive has been checked by the customer itself and the reported failure was not reoccurred. The root cause could be determined as wrong handling of the device, due to liquid entering the rotaflow drive, which lead to the reported failure. Based on these investigation results the reported failure could be confirmed, but no product related malfunction. The review of the non-conformities was performed on 2026-01-07 and during the period of 2018-03-06 to 2026-01-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2018-03-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system and the service manual heart-lung support system rotaflow system 4.1.3 installing the rotaflow drive do not tip the rotaflow drive at an angle of more than 90 degrees and do not turn it upside down. Otherwise liquids may enter the ventilation slot and damage the device. 2.2.3 handling the rotaflow system take damaged devices out of service immediately and have them tested by the authorized service personnel. Chapter 2.2.4 general precautionary measures during use make sure that no liquid enters the collar of the rotaflow drive. Chapter 9.1 cleaning do not spray the device with liquids chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).